Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 g1 h6 the following sections were corrected: b2 b5 d4: model number h6 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately nine years post initial left tka, the surgeon revised a logic cc of the patient due to loosening of the femoral construct. The patient experienced pain, osteolysis and fibrosis. They were revised with logic cc. There was no breakage of devices or surgical delay/prolongation. Patient was last known to be in stable condition following the event image received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, instability, loss of range of motion, subsidence/migration, and prosthesis wear. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately nine years post initial left tka, the surgeon revised a logic cc 0f the 56 y/o female patient due to loosening of the femoral construct. The patient was revised with logic cc. There was no breakage of devices or surgical delay/prolongation. Patient was last known to be in stable condition following the event image received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to devices are kept by legal.

Manufacturer narrative:
Section d10: concomitant products. Tru post. Aug. Size 2, 5mm (cat# 02-010-06-0521 / serial# (B)(6). Lgc tibial fit tray cem sz 2f / 2t (cat# 02-012-45-2020 / serial# (B)(6). Tru tib aug 1/2 size 2, 5mm (cat# 02-012-50-2011 / serial# (B)(6). Tru stem ext 10mm x 80mm (cat# 02-012-60-1080 / serial# (B)(6). Tru cc tib insert size 2, 15mm (cat# 02-012-65-2015 / serial# (B)(6) - recall z-0021-2022). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(6). Small headed sharp pin, 1 1/8" 4 pack (cat# 201-78-25 / serial# (B)(6). Cc distal fem augment sz 2, 10mm (cat# 208-06-02 / serial# (B)(6). Threaded pin size 2.6 collarless 2pk (cat# 521-78-31 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.